Event description:
Initial surgery in 2007 with a 9mm plug in the mfc. Patient initially did fine but then complained of post-op pain. Revision surgery in 2008; site inspected and showed depression, and area of incomplete healing. Site cleaned of remaining 'chalky' materials. Defect was not filled with any implant.